Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: the sterilization process for all devices produced at zimmer are validated in accordance with (B)(4) and (B)(4) to a sterility assurance level (sal) of 1.0 x 10 (-6) or better, and are processed according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. In addition, before each manufacturing lot is released, the "certificate of processing" from the sterilization supplier is reviewed for conformance. This certificate lists the maximum, minimum and actual gamma dose in (B)(6). Therefore, it is highly unlikely that the specified devices caused or contributed to any patient infection. Evaluation: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to infection.